Event description:
As reported, during a post-op visit that took place 3-4 weeks after the hyoid suspension procedure (the date of the procedure and post-op are not known at this time) the patient let the physician know that at some point he had yawned and felt something pop in his jaw. The physician thinks that the suture may have broken off the screw. Additional information received at a later date stated that the patient experienced pain when the initial complaint occurred.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product not returned for analysis. Analysis: this device was not returned for evaluation. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.